Event description:
It was reported the event involved a patient suffering from mouth cancer. The clinician tried unsuccessfully to remove the swg from the catheter and while doing so, the swg broke in two parts. The distal part of the swg remained in the catheter in the patient's vein. A fluoroscopy of the arm was performed and a vascular surgeon was called in . A cut down procedure to remove the catheter and the swg was done. There were no patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is completed.